Event description:
The customer reported that the 840 ventilator had an erratic display. The covidien customer support engineer inspected the device and replaced the graphical user interface (gui) pcb. The ventilator passed all testing.